Event description:
One of cook's check flo valves was being utilized during an endovascular aortic repair; it was noticed that when they were introducing the dilator, it was not as resistant as normal. Additionally, before another MFR's endovascular graft was introduced, the valve was noted to be leaking. However, they continued with the procedure introduced the endovascular graft thru the check-flo valve, and deployed it fine. When they removed the device, the valve was leaking significantly. They had to remove the sheath, and use another sheath to continue on with the procedure. Two days later, the pt returned with a cold leg and what was believed to be a piece of the check flo valve was removed from the pt.

Manufacturer narrative:
Removal of device portion is not labeled in the IFU. Valve dislodging is not labeled in the IFU. Product requested but not rec'd. Mfg instructions for check-flo valve assembly, instructs specifically how to care for and puncture the discs and how to check that the disc remains flat and slits cross in center of cap. Large checkflo valve assembly with threaded nose, in-process inspection, instructs to perform an air pressure test on 100% of each order rec'd. Check-flo introducer, in-process and final inspection, instructs 100% inspection to confirm correct proximal check-flo assembly, disc must be correctly positioned on check-flo cap, and assembly must be clean and free of debris. Confirm check-flo fittings are fully snapped and secure. Precautions listed in the IFU state, "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." Complaint confirmation based on customer testimony and complaint history for this failure mode and product family. CAPA was initiated previously based on prior similar complaints. As no lot number was provided for the complaint device, the worst-case scenario for assessing risk includes this device having been built after CAPA implementation. The effectiveness of implementing risk reduction activities as a result of CAPA investigation will be determined as required by quality system procedures. We have notified the appropriate internal personnel and are continuing to monitor complaints for similar occurrences. CAPA was previously issued for this failure mode and product family based on prior similar complaints. Risk reduction was implemented on (B)(6) 2011 requiring a design change to the check-flo body that more effectively captured the check-flo disk.